Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 20x4.5mm eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified distal left main coronary artery (lm) extending to the ostium of the left anterior descending artery (lad). A 6f non-bsc ebu guide catheter was placed. Intravascular ultrasound (ivus) was then performed to size the vessel. Following predilation with a 3.0x15mm, 2.75x15mm and another 2.75x15mm non-compliant balloon catheter, a 4.00 x 24 synergy stent was advanced to treat the lesion. The stent was introduced without resistance; however, in an attempt to reposition the stent, resistance was met in withdrawing back the stent towards the guide catheter. The physician removed the entire system together and in the process of drawing back the stent towards the femoral artery, the stent was dislodged from the stent delivery balloon catheter and remained on the guidewire. The physician proceeded to snare the dislodged and deformed stent with a snare kit. Additional dilation was performed to the lesion with another 3.25x15mm non-compliant non-bsc balloon catheter and the procedure was completed with a 4.00 x 20 synergy stent which was post dilated with a 4.5x8mm non-compliant non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a damaged stent only was returned for analysis. A visual examination of the stent found that the struts from one half of the stent were stretched and struts from the other half were bunched and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal into the guide catheter. Foreign material (fm) resembling a green coloured rubber-like material appears to have been caught on the damaged stent struts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 20x4.5mm eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified distal left main coronary artery (lm) extending to the ostium of the left anterior descending artery (lad). A 6f non-bsc ebu guide catheter was placed. Intravascular ultrasound (ivus) was then performed to size the vessel. Following predilation with a 3.0x15mm, 2.75x15mm and another 2.75x15mm non-compliant balloon catheter, a 4.00 x 24 synergy¿ stent was advanced to treat the lesion. The stent was introduced without resistance; however, in an attempt to reposition the stent, resistance was met in withdrawing back the stent towards the guide catheter. The physician removed the entire system together and in the process of drawing back the stent towards the femoral artery, the stent was dislodged from the stent delivery balloon catheter and remained on the guidewire. The physician proceeded to snare the dislodged and deformed stent with a snare kit. Additional dilation was performed to the lesion with another 3.25x15mm non-compliant non-bsc balloon catheter and the procedure was completed with a 4.00 x 20 synergy¿ stent which was post dilated with a 4.5x8mm non-compliant non-bsc balloon catheter. No patient complications were reported and the patient¿s status was stable.